Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patent was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal (ip), 96 hours, ongoing) and meropenem injection (1gm, ip, per day, ongoing) for the event. At the time of this report, the patient was recovering for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized for the recurrent peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, the peritonitis event re-occurred and the patient was still recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.